Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the coronary procedure was completed by using mobile system. The philips field service engineer (fse) inspected the system onsite and confirmed that the x-ray was unavailable. Upon troubleshooting, the fse identified the fdc (flat detector controller) was defective. The cause of the fdc failure could not be conclusively determined by the supplier's part analysis, however the replacement of the fdc by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system failed to emit x-rays. The system was in clinical use at the time of the reported event. The procedure was completed by bringing in a mobile c-arm. There was no reported patient or user harm. Philips has started an investigation of this complaint.